Event description:
As reported by the article, "complications from transcatheter pulmonary valve replacement with self-expanding prestent", there were 4 patients who underwent successful tpvr procedures using the alterra prestent and sapien 3 valve, who underwent subsequent intervention due to concerns for extravascular perforation of the main pulmonary artery by the tines of the alterra prestent. In the second case, the alterra prestent and valve were intentionally implanted high in the supra-annular position. Post valve deployment, pulmonary angiography demonstrated normal valve function with no residual pulmonary regurgitation. Repeat coronary angiography suggested external compression of the proximal lcx by a tine from the alterra prestent. Due to concerns regarding the risk for perforation, a covered coronary stent was deployed in the lcx during the same procedure. CT confirmed one of the proximal altera prestent tines were projecting out of the main pulmonary artery and into the extravascular space adjacent to the anomalous lcx that was unobstructed and lined by the stent. Follow-up 1 year later, the patient was asymptomatic and had normal pulmonary valve function. The right ventricular systolic function remains mildly reduced, and the left ventricular function remains normal with no appreciable regional wall motion abnormalities.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Based on the article provided, the following imagery was observed: the anomalous circumflex coronary artery originated from the right coronary artery and wrapping around the right ventricular outflow tract (rvot) anteriorly. The right coronary angiogram, after placement of the alterra adaptive prestent and sapien 3 valve, showed a focal compression of the anomalous circumflex artery by a proximal tine of the prestent. A proximal tine of the alterra present was projected through the pulmonary artery and interacted with the stented anomalous circumflex. The reported event for prestent penetration was confirmed based on the article provided. A review of IFU materials revealed no deficiencies. An in-depth evaluation related to the alterra prestent penetration has been documented in technical summary. Per the technical summary, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent prestent migration. Four potential root causes related to device penetrations were investigated and summarized below: manufacturing: frames are inspected 100% for critical dimensions as well as 100% visually inspected for surface defects in edwards receiving inspection and go through lot release radial force testing. There were no manufacturing non-conformances that could have contributed to penetration were detected as all prestent dimensions and chronic outward force lot release inspections met in process specifications. Design of prestent: alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent other risks (e.g. Prestent migration). Patient anatomy: none of the patient features evaluated (e.g. Pulmonary diameters, length, previous cardiac surgeries) could be correlated to an increased risk of a penetration. However, a category 2 penetration is potentially dependent on the proximity of the pulmonary artery with adjacent vasculature. In this case, a category 1c penetration was observed at the inflow respectively. Relation to tracking difficulties: a retrospective review of alterra complaints was performed to identify similar occurrences of a delivery system component, commander ds, alterra ds, or pds, catching on the prestent during advancement to deploy the 29mm s3 valve or during withdrawal of the delivery system. However, it cannot be concluded that there is a correlation between interactions of the delivery system with the prestent to the category of penetration. As seen in the provided article, one proximal tine was observed penetrating through the pulmonary artery. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.